Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that balanced tip was found cracked at unknown time. The surgery and patient details were unknown. Additional information requested and received that the cataract surgery was completed by replacing the phaco tip. There was no patient contact with product.

Manufacturer narrative:
One tray with a cassette and tubing was received at the investigation site; however, no phacoemulsification (phaco) tip was returned for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The attached photo was reviewed by the manufacturing site. The photos 1 and 2 shows cracked phaco tip. Reported issue confirmed from photos. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The evaluation of the attached photo confirms the tip developed a crack as noted by the customer. Based on the evaluation of the information, since the sample was not received at the manufacturing site, how and when the tip developed a crack was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).